Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device exhibited eol/rrt. The measured battery data was 2.56v, 510ua and 20.6 kohms. After a threshold test, the data was 2.50v, 520ua, and 20.8 kohms. The patient recently had hip surgery and was exposed to cautery. A software download was successfully completed, but measured data values remained the same.